Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation. Functional testing was able to reproduce an "e02 - console error" but not the reported "e03 - console error" at 50% and 100% power. The console shell was opened to inspect the signals of the encoder using an oscilloscope. The oscilloscope was connected to the encoder pins and signals were observed for channel a and channel b. Channel a was not found to be 90° out of phase from channel b. The encoder lens and sensors were observed under a microscope. The lens of the emitter appears to have a layer of oil/lubricant where air bubbles are visible. Once the encoder was replaced with a new encoder with no oil residue, the signals behaved as expected and the e02 error was not produced, indicating that the root cause was the oil residue. It was identified that the contamination on the encoder sensor and disk was oil coming from the high-pressure pump in the console. The high-pressure pump is provided by a third party supplier. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 21c00951 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of similar complaints confirmed two (2) similar events reported to procept. Aquabeam robotic system user manual, um0101-00 rev. E, was reviewed and states the following: table 5: system detected error and faults; e02 - console error; release foot pedal and click x. If error persists, turn off and turn on console. The root cause of the contamination have been determined to be due manufacturing related issues by a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure setup an "e02 - console error" message was generated by the aquabeam robotic system. The error message was unable to be cleared after multiple troubleshooting steps were performed, subsequently the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.